Event description:
The recipient came to the clinic on (B)(6) 2024 reporting that he suddenly stopped responding to sounds. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause device investigation would be necessary. Reimplantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came to the clinic on (B)(6) 2024 reporting that he suddenly stopped responding to sounds. Re-implantation is considered.